Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump recorded, but did not deliver a correction bolus that it was programmed to do. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: the pump started up to the verify screen with audible and vibratory features. A 10 unit audio bolus and a 10 unit normal bolus were successfully delivered with the sound setting set to high. The pump gave the appropriate sound and displayed the correct message on the screen. Both deliveries were accurately recorded in the pump history. The same boluses were performed with the sound set to vibrate and the pump gave the appropriate vibration and displayed the correct message on the screen; both were accurately recorded in pump history. The complaint could not be duplicated.